Event description:
It was reported lead impedances were not measuring through the device. The lead was tested with the analyzer with good values. Therefore, the physician took out the lead and then reinserted it. Testing the lead through the device was attempted, and again, the device did not measure lead impedances. Consequently, this device was not implanted. A new same brand device was selected and used, measured lead impedances and was implanted uneventfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the implantable cardioverter defibrillator was returned and analyzed. Visual examination of the connector block found no anomalies with the grommets or setscrews. Primary analysis finding: no anomalies were identified.